Event description:
Procedure type: lab chole. According to the rptr: end of trocar sleeve broke off in pt. Piece was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.